Manufacturer narrative:
Product analysis: the product was discarded by the customer; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the attempted implant of this 26 millimeter (mm) transcatheter bioprosthetic valve, the valve was deployed to 80% and severe paravalvular leak (pvl) resulted. The blood pressure then dropped, and no heartbeat was present. Cardiopulmonary resuscitation (CPR) was performed. The implant team was reluctant to deploy the valve and post dilate, due to concern that the patient would not recover from the hemodynamic instability a second time. It was reported that the annulus of the native valve was sized between a 26 and 29 mm for a replacement valve. The 26 mm valve was removed and a larger 29 mm transcatheter bioprosthetic valve was deployed and implanted without further issue. During CPR, the liver was lacerated and was bleeding internally. It was reported that the aorta and femoral arteries were not compromised during the implant procedure. A trauma surgeon was brought in to perform a laparotomy and repair the liver. No further adverse patient effects were reported.